Event description:
Pt was nasally intubated. Upon turning the pt to the opposite side, the endotracheal tube hub popped off from the tubing body. Tubing was partially inhaled to back of throat by pt, but was prevented from being totally inhaled when nurse caught balloon prior to its inhalation. Pt was reintubated successfully and tubing was removed from pt's throat through the mouth using forceps. Pt suffered no ill effects.